Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicone boot came off the jaw. A new kit was used to complete the procedure. There was no patient effects. The product is returning. The product was received on (B)(4) 2011 and only the device pigtail was returned. Therefore, it is assumed that there were no issues with the jaw boot, however, one of the pins had come out.

Manufacturer narrative:
Investigation: visual inspection revealed that the vasoview hemopro pigtail was received with the distal end severed. One metal pin casing was received separately. There was no evidence of blood. Based upon the visual observations, the reported complaint for "boot came off" was confirmed as a metal pin came out of the pigtail. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).